Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the rinse tube assembly. After replacing the rinse tube assembly the system worked correctly. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 171 mmol/l. The repeat result was 165 mmol/l. The repeat result from an unspecified blood gas device was 130 mmol/l. The questionable results were not reported outside of the laboratory.